Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The sample was returned for evaluation along with a cartridge. Only one detached haptic (of the intraocular lens) was received loose in a bag. Due to conditions of the sample received only visual inspection was performed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr was generated. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed during the initial procedure. Reportedly, the removal of the lens was probably due to a use error. The technician had loaded the lens then had to reload the lens. The doctor implanted the lens and after it was in the eye, the doctor noticed the haptic was broken. The lens was fully implanted. The doctor cut out the lens and sutured the eye. The patient does not have a natural lens and was referred to a retinal specialist. No further information was provided.